Manufacturer narrative:
The thermogard was evaluated at customer's site. The reported issue of the thermogard exhibited mid: 09 (air trap assembly) error message due to a leaking suk was confirmed during the initial functional testing and in review of the patient event log. To remedy the issue, the air trap sensor block was replaced. Following the repair and parts replacement, the thermogard passed all the testing and functioned as intended. Visual inspection noted cracks, scratches and broken parts on the thermogard were noted upon receipt, unrelated to the reported complaint. Event log was reviewed and several mid: 09 errors were noted. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported during patient use, the thermogard exhibited mid:09 (air trap assembly) error message due to a leaking suk. The thermogard was replaced to continue the treatment. No patient harm or consequence was reported